Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the interlink primary set 2y 20 50cm totm chamber.

Event description:
It was reported that foreign matter was found in the interlink primary set 2y 20 50cm totm chamber.

Manufacturer narrative:
Investigation summary: the actual item returned was in the state that it was connected in the order of the infusion bag, our company's product, and the other company's products. I thought about the possibility that part of the rubber plug of the raw bag flowed into the circuit from the complaint contents that the coring occurred, but there was no such foreign object in the actual product flow passage. Hang the actual item while returning it and open each clamp. When done natural, flow abnormality such as raw meal did not flow down was not seen. Although the spike needle was pulled out from the raw food bag and confirmed, damage of the rubber stopper of the raw food bag, abnormalities such as the flowing part of the spike needle and foreign matter etc were not seen. Although we did an investigation of the actual item returned in this survey, no abnormality was found and it was not possible to identify the cause of the occurrence, but it is judged that it is not a case caused by the problem of product specification. Although abnormality was not confirmed in the actual product, when puncturing the spike needle of this product with the rubber stopper of the chemical bag, if you apply force in the oblique stabbing or twisting etc, the rubber stopper or spike needle will be damaged and an unexpected accident. Because there is a possibility of leading to the rubber plug, please perpendicularly pierce the rubber stopper straight. A review of the device history record could not be performed as a lot number was not provided for this incident.